Event description:
This complaint was identified during an assessment / remediation as part of asd (B)(4)related to inratio complaints received at the alere (B)(4) intake site that were not appropriately documented in the electronic case record for processing and escalation for reportability determination. The available information is limited and no additional information is able to be obtained. On (B)(6) 2013, the patient's inratio2 inr was 4.1 in comparison to the laboratory inr of 6.3. The patient's therapeutic range was 2.0 -3.0. On (B)(6) 2013, the patient reported unspecified bleeding events and hospitalization. In addition, the patient reported high crp results of 19mg/dl. It is unknown if the event actually occurred on (B)(6) 2013, what the bleeding event(s) was, date of hospitalization, if any treatment was provided and the hospital discharge date. Patient was taking phenprocoumon. There is no information available to confirm a malfunction or that the device caused or contributed to the reported event. The patient's inratio and laboratory results were both elevated at the time of the reported event. Both results, which are above the patient's therapeutic range, coincide with the reported "bleeding event". Based on the inability to rule out the possibility that the device may have caused or contributed to the "bleeding event(s)", this event is conservatively reported as a serious injury based on the "bleeding event(s)" being potentially related to the patient's coagulation status; however, a device deficiency cannot be substantiated. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed while the strips were still within expiration. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed while the product was within expiration. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to having a crp of 19mg/dl which may be indicative of an inflammation. Inflammation was identified as a condition that may contribute to a discrepant inr result. A notification letter (fsn) has been sent to customers to inform them of these patient conditions, as part of the december 2014 recall. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. Root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency. No additional corrective action is required at this time.